Event description:
As reported by the user facility: a nurse anesthetist threaded catheter further than final location, drawing back to desired point- nurse anesthetist felt a snap (snap felt deep, not skin level) - clinician does not think that he was pulling too hard - approximately 4-5 cm catheter fragment left in patient. No additional information was provided by the facility when requested. The sample and/or photos of the sample were not made available for evaluation.

Manufacturer narrative:
The actual device involved in the incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. Although no inventory remained of the final reported lot, the house retain sample for the lot was pulled and the catheter was tensile tested per specification and passed the acceptance criteria for tubing tensile strength testing. Also, ten samples from inventory with the same lot of catheters that were in the reported final lot were also tensile tested per specification and passed acceptance criteria for tubing tensile strength testing. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." Based on the event description , it is possible that the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. However, without the actual sample, no specific conclusions can be drawn. All available information has been forwarded to the actual manufacturer for further evaluation.